Manufacturer narrative:
Investigation visual inspection: a slightly deformation of the progav housing is detected. Measurement of surface of the housing: the measurement of the plane parallelism confirmed the observations of the optical inspection. The measured value of - 0.069 mm lies outside the given tolerance (0 ± 0.02mm). Too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the test showed that the progav shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav is permeable, while the shuntassistant is non-permeable. Adjustability test: the progav was found to be non-adjustable within the specified range. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav is present. Due to the non-adjustability of the valve, as detailed in section 7.4, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, clearly deposits were found in both valves. Results: based on our investigation, we are able to substantiate the claim of "non- adjustability". We are assuming that the deposits detected within the valves have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that there was a blockage problem with a progav shuntsystem. The progav was not programmable. Patient information: age: (B)(6). Height: (B)(6). Weight: (B)(6). Gender: unknown. Implantation: (B)(6) 2017. Removal: (B)(6) 2020.